Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) site. Symptoms of tenderness, warm, redness and pain were noted. The wound was irrigated and debrided. The patient underwent an ipg replacement procedure and was administered antibiotics. The patient was doing well postoperatively. The explanted device will not be returned as it was discarded.